Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4), 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4). Lifescan received the meter involved with this complaint and completed device evaluation on (B)(4) 2011. Evaluation confirmed the alleged issue: the meter control solution test result was above the expected range.

Event description:
The user in (B)(4) reported blood glucose results of "309, 273, 204 and 221 mg/dl" with the onetouchveriopro meter and "189, 212, 172 and 180 mg/dl" on another meter, performed within 30 minutes of each other. There was no adverse event associated with this issue. As the results fell outside expected values for meter to meter accuracy testing, this complaint is being reported.